Event description:
A ding on the lens was noticed after it was implanted into the patient's eye. The lens was removed and replaced without enlargement of the incision.

Manufacturer narrative:
Results - the evaluation of the lens confirmed the complaint.